Event description:
Boston scientific received information that this right atrial lead exhibited lead impedances greater than 2000 ohms and loss of capture. Surgical intervention was performed and there were no noticeable issues with the lead on fluoroscopy evaluation, however, evaluation with the pacing system analyzer (psa) noted no impulses or impedances. The lead was surgically abandoned, and also at the procedure the generator was changed out for normal battery depletion. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.